Event description:
It was reported via repair work order that the side rail drops quickly while lowering due to broken side rail assist cable and broken assist pulley. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.